Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead dislodged due to twiddler syndrome. An x-ray was taken, and observed high pacing threshold values. The rv lead was explanted, and a new one was placed.